Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded electronic assembly. Also, moisture damage was found on the motor home switch. There was no vibration anomaly noted. The pump had a crack at the corner display note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's husband reported via phone call that his wife has alzheimer's disease and put the pump in the washing machine. Caller stated that the pump vibrates but it does not show anything. Customer's blood glucose is 379 mg/dl. Customer treated with a manual injection. Caller stated that the pump has been dropped but the infusion set and reservoir do not show signs of damage. Caller stated that the pump does not show signs of physical damage and does not rattle when they shake it.